Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the drive shaft was stuck in the spindle housing. The rotor was replaced in addition to other components and the device was returned to the customer.

Event description:
It was reported that the handpiece began overheating during an impaction case for wisdom teeth. There was no reported pt or user injury, and the case was completed successfully without delay with a back-up device.